Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "when using the guide wire handle to insert the 3.2 x 1000 guide wire into the im canal of the femur, the doctor was using the mallet to insert the guide wire. When impacting the guide wire the pivot post that holds the handle together broke. All pieces were recovered and there were no complications with the case."

Event description:
As reported: "when using the guide wire handle to insert the 3.2 x 1000 guide wire into the im canal of the femur, the doctor was using the mallet to insert the guide wire. When impacting the guide wire the pivot post that holds the handle together broke. All pieces were recovered and there were no complications with the case".

Manufacturer narrative:
Correction: refer to h6 device code. The reported event was confirmed. Visual inspection revealed 2 connecting pins and a barrel had come off. Due to missing units a dimensional inspection could not be performed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. Based on investigation an exact root cause could not be determined.